Event description:
Customer stated that in the morning they received a reading of 320mg/dl from their meter so they went to the hosp. The hosp reported a reading of 109mg/dl. In the afternoon, the customer received a reading of 250mg/dl and then retested using a different meter and received a reading of 100mg/dl. A review of the system was attempted over the phone however the customer did not have the necessary testing supplies. The supplies were sent to the customer to finish the review. The customer was asked to call 24/7 once they received the testing supplies, so that the meter could be evaluated.